Event description:
It was reported that during a cholecystectomy procedure, at the test firing, the clip was malformed like a teardrop, but the next three clips were formed properly. At first, the device was used for cystic duct without any difficulties. However, scissoring occurred when the device was used for the arteria cystica. Then the device was fired on the malformed clip again, and the jaw could not be opened. The jaw was not on the blood vessel, so it was released forcibly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Nfo anticipated, but unavailable at this time.